Event description:
It was reported that the patient had not been warming as expected, patient temperature several hours ago was the same as patient¿s current temperature. Nurse confirmed that the patient temperature was 33.4c, water temperature was 39.3c, target temperature was 37c, flow rate was 2.8lpm, using normothermia therapy mode at a rate of 0.25c/hour. Mss explained that the device will not rewarm the patient faster than the set rate of 0.25c per hour. Nurse said that the patient¿s temperature has not changed in several hours. Nurse stated that the system diagnostics showed outlet monitor temperature (t1) was 36.1c, outlet control temperature (t2) was 36.3c, inlet temperature (t3) was 37.2c, chiller temperature (t4) was 4.8, inlet pressure was -7.0, circulation pump command was 73 percent, mixing pump command was 18 percent, heater command was 0 percent, water reservoir level was 4, system hours were 5920 and pump hours were 5119. Mss advised that they should try draining 500ml from the device as it may be overfilled. Nurse had an emergency so stated that they would call again. Nurse called back to drain the device and continue troubleshooting. Mss advised the nurse, how to use the fluid fill tube to drain from the right drain port. Nurse stated that the draining was very slow, it took approximately 10 mins to drain 275ml. They were going to stop there and check diagnostics. Mss instructed the nurse to push the silver toggle above drain port to remove fluid fill tube, but when nurse removed it, the valve came out of the drain port and water was pouring out of the device. Mss advised to send that device to biomed. Nurse was able to find another device on the unit. Nurse switched over to that device without issue. During the call, mss confirmed normothermia settings and the device warmed up to 22.4c from 19.2c during call. Mss explained how the rewarm phase in normothermia worked.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Manufacturer narrative:
The reported issue was inconclusive. The root cause of the reported issue could not be determined. A potential root cause is user overfilling the reservoir. However this cannot be confirmed. The outcome of the repair cannot be determined at this time. In the event that information regarding the outcome of the repair and the status of the device is received, this record will be reopened to update the investigation. It is unknown if the device did meet specifications and whether the device was influenced by the reported failure. The device was in use on a patient. DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. Based on the results of the investigation, no additional actions are needed. The instructions for use were found adequate and state the following: "fill reservoir 1) fill reservoir with sterile water or distilled water only. 2) four liters of water will be required to fill the reservoir at initial installation. 3) add one vial of arctic sun¿ temperature management system arctic sun cleaning solution to the sterile or distilled water. 4) from the patient therapy selection screen, press either the normothermia or hypothermia button, under the new patient heading. 5) from the hypothermia or normothermia therapy screen, press the fill reservoir button. 6) the fill reservoir screen will appear. Follow the directions on the screen" the device was not returned.

Event description:
It was reported that the patient had not been warming as expected, patient temperature several hours ago was the same as patient¿s current temperature. Nurse confirmed that the patient temperature was 33.4c, water temperature was 39.3c, target temperature was 37c, flow rate was 2.8lpm, using normothermia therapy mode at a rate of 0.25c/hour. Mss explained that the device will not rewarm the patient faster than the set rate of 0.25c per hour. Nurse said that the patient¿s temperature has not changed in several hours. Nurse stated that the system diagnostics showed outlet monitor temperature (t1) was 36.1c, outlet control temperature (t2) was 36.3c, inlet temperature (t3) was 37.2c, chiller temperature (t4) was 4.8, inlet pressure was -7.0, circulation pump command was 73 percent, mixing pump command was 18 percent, heater command was 0 percent, water reservoir level was 4, system hours were 5920 and pump hours were 5119. Mss advised that they should try draining 500ml from the device as it may be overfilled. Nurse had an emergency so stated that they would call again. Nurse called back to drain the device and continue troubleshooting. Mss advised the nurse, how to use the fluid fill tube to drain from the right drain port. Nurse stated that the draining was very slow, it took approximately 10 mins to drain 275ml. They were going to stop there and check diagnostics. Mss instructed the nurse to push the silver toggle above drain port to remove fluid fill tube, but when nurse removed it, the valve came out of the drain port and water was pouring out of the device. Mss advised to send that device to biomed. Nurse was able to find another device on the unit. Nurse switched over to that device without issue. During the call, mss confirmed normothermia settings and the device warmed up to 22.4c from 19.2c during call. Mss explained how the rewarm phase in normothermia worked.